Event description:
It was reported that the balloon shape was deformed after inflation and filling with contrast medium. The balloon couldn't be deflated, and the contrast medium couldn't be filled in or evacuated from the balloon. The pressure of inflation was 20 atm. The user tried to aspirate with a syringe and to grasp with biopsy forceps, but this did not work. The balloon was punctured and deflated using a long needle through the pt's skin. At that point the catheter could be withdrawn. Upon removal of the pta balloon, another balloon was used for a successful procedure.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not been returned for evaluation to date. The results of the investigation are inconclusive and the root cause is unk. The current IFU (information for use) for this device states: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help faciliate catheter removal through introducer sheath.